Manufacturer narrative:
The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event of "would not hold date and time". The reported event was confirmed via review of log files which revealed a series of power up events where the time reverted to 01/01/2000 and implies that the real time clock lost battery power while the controller was power off. When powered on, the real time clock was reset but the device was not powered on long enough to recharge the real time clock battery. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The system did not indicate any abnormal operation of the controller. When the internal battery was adequately recharged, the controller was able to keep accurate date and time. The real time clock (rtc) was most likely reset to zero because the controller had not been connected to external power for extended periods and its internal coin cell battery had run down. Per the instructions for use (IFU): the instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported that controller (B)(4) would not hold date and time so it was replaced with controller (B)(4) and cac adapter (B)(4). There were no reported effects on the patient.